Event description:
Medtronic received a report that a solitaire fr encountered resistance in the distal section during delivery. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for an ischemic stroke (right middle cerebral artery). Patient details: mrs: baseline 4, mrs: procedure 2, nihss score: baseline 16, nihss score: post procedure 9, tici score: baseline 1, tici score: post procedure 3. IV tpa was not contraindicated. Three passes were noted with the device. The patient¿s vessel tortuosity was moderate. Stroke onset to reperfusion time was 5 hours. The surgeon used the stent to remove the thrombus but reported that the stent could not be pushed out of the microcatheter normally after it was in place. After multiple attempts, it still failed. The stent was then removed and it was replaced with a new stent to complete the operation. There were no patient symptoms or complications associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported a rebar18 catheter was used. Followed the instructions for use (IFU) for saline flush.

Manufacturer narrative:
H3: product analysis: as found condition: the solitaire fr stent device was returned for analysis inside a biohazard bag and a shipping box. The rebar 18 catheter was not returned with the stent. However, the rebar 18 catheter appeared to be compatible for use with the solitaire fr stent as it has a labeled inner diameter (ID) of 0.021". Visual inspection/damage location details: the finger markers were examined inside the introducer sheath and they were aligned properly. The solitaire stent working length was found in good condition. The non-working length was found to be kinked at the tear-drop struts. Visual inspection showed no irregularities outside of the proximal marker. The marker coil appeared to be damaged. No other anomalies were observed. Testing/analysis: the returned solitaire stent device could not be used for resistance testing due to its damaged conditions. Conclusion: based on the reported information and the device analysis, the customer's complaint was confirmed as the returned solitaire stent was found to be damaged at marker coil and tear-drop struts. It is possible the damage occurred when the customer attempted to advance the solitaire fr stent device through the catheter against resistance. However, the root cause and the cause for damages could not be determined. Possible causes include using a damaged catheter, vessel tortuosity, and lack of continuous flush with heparinized saline during delivery. Since the catheter was not returned; any contribution of the catheter to the resistance issue could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.